Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The customer's reported problem was "failed flow rate +7.4%". Inspection of the pump's event log showed multiple upstream occlusion detected and high pressure alarm messages after pump started. Performed three separate delivery accuracy tests and a visual inspection of the pump. The customer's reported problem regarding delivery accuracy was not confirmed. The delivery accuracy tests performed within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
It was reported that a cadd® cadd-prizm® vip system failed flow rate. There was no reported patient involvement.